Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval the monitor failed a pulse test. Broken solder joints at high-voltage capacitors c19, c20, c21, and c22 prevented the defibrillator board from charging, which caused the pulse test failure. The root cause for the broken solder joints could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the damaged capacitors. The last pt to use this monitor did not report any deficiencies.